Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The evaluation confirmed that the lower reading on the ultrasonic sensor was below specification. This reading indicates a failed upstream sensor. It was determined that the failed sensor was the cause of the false alarms and has been replaced.